Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported a false negative reaction of a patient sample with an anti-e when tested with biotestcell-i11 plus on tango infinity. The customer returned neither the supposedly defective product for investigational testing nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample with different samples and controls, e.g. Anti-e from a proficiency testing. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers. No indication for an instrument malfunction could be identified. The service engineer confirmed a proper function of the instrument by metrology qualification. The ssc ii qc was run without any complaint relevant issue.